Manufacturer narrative:
Although requested, the affected devices and patient demographics have not been received. The event occurred on the maternity unit. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on the maternity unit, a bag of lactated ringers solution was expected to infuse at 75mls/hour but the user observed that the drip chamber flow was dripping too fast to be the accurate rate. The infusion profile was "general adult." The infusion was stopped and instruments were sent to biomed. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of ¿the drip chamber flow was dripping too fast to be the accurate rate¿ was not confirmed or replicated. The log review found no programming errors. Functional testing was performed; the pump module and pcu were operating within specification with no observations of dripping too fast. The event administration set was not provided for testing. The root cause of the reported over infusion was not identified.

Event description:
The customer reported that on the maternity unit, a bag of lactated ringers solution was expected to infuse at 75mls/hour but the user observed that the drip chamber flow was dripping too fast to be the accurate rate. The infusion profile was "general adult." The infusion was stopped and instruments were sent to biomed. No patient harm was reported. Cmdsnet report number: s-1876.